Event description:
It was reported that the patient presented to the clinic for a follow up. The patient's pacemaker had intermittent interrogation problem. The pacemaker was reset and was able to be interrogated. The patient had no adverse consequences.